Event description:
The manufacturer received information alleging a dreamstation 2 device had a service required message. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pcba and error codes e200 (err_rtos_abort_error/pca failed component) and e015 (err_cycle_handler_overrun /cpu failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. During the lab investigation of the device, burn marks were observed on the ui display bezel, ui ribbon cable, and the q4 component of the pca. Pil was able to confirm the complaint of a service required message.

Manufacturer narrative:
Pil lab investigation results have been added, appropriate fields and coding have been filled in.

Event description:
The manufacturer received information alleging a dreamstation 2 device had a service required message. The device was not in use on a patient at the time of the occurrence. The device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the device had a burned pcba and error codes e200 (err_rtos_abort_error/pca failed component) and e015 (err_cycle_handler_overrun /cpu failed component). The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.